Event description:
It was initially reported that the patient was having pain at the generator site, with no reports of falling/bruising/changes in settings/diagnostic issues. Incoming information was then received with x-rays for the patient that the patient is experiencing an increase in seizures. It was noted that there is no evidence of lead discontinuity and unchanged positioning and appearance of the vns. X-rays were reviewed and no anomalies in the lead or generator could be visualized. The generator placement was determined to be normal in the upper left chest. Based on the scope of the image, the feed through wires appeared to be intact however was difficult to confirm based on x-ray quality. It appears that the pin is inserted past the second connector block however the quality is poor. A portion of the lead was routed behind the generator and so could not be assessed. The lead wires at the connector pin could not be assessed due to the quality of the image. No apparent gross lead fractures, sharp angles, or other anomalies were observed in the visible portions of the lead. The presence of microfracutres or positional fractures cannot be ruled out. Information was received from the nurse that the they have been adjusting the patients medications and did not find anything underlying causing the patient to have the increase. It was stated the patient goes through clusters of increases and 2 years ago she was prepubescent and so it is hard to say why seizures ever increase because of her physiology. Over the years they switched out medications. The patients vns is maxed out (settings) and mom feels that it is working for her. It was stated that they cannot definitely say whether the seizures clusters are above/at/below pre-vns baseline because of this. Most recent diagnostics from the end of january were noted to be within normal limits. It was stated the patient appears to be back to baseline with seizures now. Per the physician, regarding the relationship between the vns and the increase, x-rays didnt show anything, lead impedance didnt show anything, and there is nothing they can do with regards to the vns and only that there could be scar tissue causing the pain but they are not sure as to the cause of the seizures. No additional relevant information has been received to date.